Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecified issue with the sensor and power board. There was no adverse patient impact reported.